Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated three times at below 12atm with each inflation. However, at third inflation, it was noted that the balloon ruptured at 10atm. There was visible pinhole noted on the device. The device was removed from the patient's body without any problem and the procedure was completed using the same device. No patient complications were reported and patient's condition was good post procedure.